Event description:
The system 7 dual trigger rotary handpiece was returned to stryker instruments for evaluation for running in an unintended direction; handpiece would not run in forward until reverse trigger was pulled. It was also found that the unit would oscillate only when the forward trigger was pulled. There was no patient involvement and no adverse consequences associated with the device.